Event description:
Equipment failure with bravo capsule placement. First capsule would not calibrate per routine. Obtained second capsule (same lot number) and it would not calibrate. Got tech support on phone for help. Tried a third capsule of a different lot number. Later informed receiver is no longer working and there was no warning or previous information making staff aware of the issue. Bravo receiver purchased (B)(6) 2011 this report involved the three capsules used. We do not believe there was anything wrong with the capsules, and instead the bravo receiver was the issue, however we are submitting the medwatch as a safety precaution.